Event description:
It was reported that during setup for a procedure at the user facility, a plastic piece came off of the remb handswitch. Nothing entered the surgical site. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during setup for a procedure at the user facility a plastic piece came off of the remb handswitch. Nothing entered the surgical site. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported event was duplicated. Drop or impact during use on the slip ring may cause or contribute to the reported event. The handswitch is not a repairable device and will not be returned to the user facility.